Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. Additionally, the investigation detected unreported conditions of 44 pin cable damage and a broken ir shield that have no relationship to the reported condition. The handle was disassembled and the ir shield was visibly damaged. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling of the device or if it was dropped. The investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The most likely cause for the additional condition is traced to device design. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, upon charging, the handle was charging, but it would not power on. It had been confirmed that there was no problem with the charger. There was no patient involvement.